Event description:
Deposit in the plunger of syringes. When did the incident occur? Before use detailed incident description hello, the syringes have deposits in the plunger, they look dirty but it seems to be stuck to the plastic.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Multiple samples were provided to our quality team for investigation. Through visual inspection, embedded particles were observed on the plunger of the syringes. A device history review was performed for lot 2306734, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Injection machines undergo routine cleaning and maintenance according to procedure, quality records established all procedures and processes were completed accordingly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the burnt particles likely generated during the molding process, breaking off and becoming embedded in the plunger as seen in the samples provided. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringes were found with foreign deposits on their plungers before use. The following information was provided by the initial reporter, translated from french: "short description: deposit in the plunger of syringes. When did the incident occur? Before use... The syringes have deposits in the plunger, they look dirty but it seems to be stuck to the plastic."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.